Manufacturer narrative:
The leads were returned cut as a result of the explant procedure. Microscopic inspection of one returned lead revealed broken wires 10.5cm distal to the stimulation end. Microscopic inspection of the other returned lead revealed broken wires 22.5cm distal to the terminal end. The broken wires were consistent with an overstress condition the leads were subjected to while implanted. Functional testing of the other lead segments was performed by measuring continuity between the contacts and the end of the corresponding cut wires. Continuity of the lead body segment was measured from end to end of each wire. No opens were observed in any of the lead segments. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13021.